Event description:
During the insertion of the central venous catheter, the plastic hub surrounding the introducer needle had a hole in it. The hub was allowing air to leak in from the hole. Unable to complete procedure after localization with ultrasound. Second kit opened and new needle used without complications.